Event description:
The account reported the brakes move when the brakes are locked. The stretcher is located in the recovery room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.